Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400 mg/dl) and an insulin injection was administered. Pump system check was performed with tandem technical support and pump was found to be functioning properly; however, customer alleged there was an issue with the pump. Customer reverted to using another pump for insulin therapy.